Event description:
Baxter sales representative called baxter corporate product surveillance to report a customer report of a one-link IV connector in which the nurse was unable to connect a 3ml monoject syringe. It is unknown when the alleged defect occurred. It is unknown if there was any patient involvement. There were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. A labeling review concluded that the direction insert was sufficient. The sample was subjected to visual inspection and functional testing. The customer reported condition could not be confirmed and the root cause was not identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.